Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4: batch #unk. Corrected data: d4 (expiration date, UDI), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the psee60a device was returned sealed inside its blister tyvek packaging. Upon visual inspection, it was observed that the blister of the primary packaging was damaged on corner. Also, the tyvek on this area was opened. The packaging was opened and the device was without apparent damage, and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. In addition, photo was provided and it shows the mip number on the packaging. Due to the damage found on the blister, a possible cause for this condition is due to improper handling during transit or storage. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device would not fire farther after fired a little. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 4/13/2026 d4: batch #unk. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? Yes if yes: did the device deliver any staples? Yes if yes, were the staples formed properly? Unknown if yes, was the staple line complete? Unknown did the device cut? Yes if yes, was the cut line complete? Unknown was there any difficulty opening the device jaws? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a9892z, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.